Event description:
Provider states that consumer contacted him a week ago stating that the wheels on the left side of the chair were hanging in the air. Provider states when he looked at the chair he noticed the locking cylinder was pulled out.